Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charging system was damaged, and the patient had not recharged the ipg, so the ipg was nonresponsive. The physician replaced the ipg, and it was reported the patient received effective stimulation.